Event description:
Customer called on (B)(6) 2011 reporting that there was water running on the floor from underneath the synchron lx I 725 system. When customer opened the hydropneumatics, he noticed fluid was leaking from the gravity drain canister. Field service engineer (fse) was dispatched and noted that there was an unidentifiable growth causing a clog in the gravity drain canister. Fse proceeded to clean the canister and disassembled the vacuum valve to inspect for obstructions but everything was fine. Fse primed the system and noted that the canister was draining successfully. Repair was then verified per established procedures.

Manufacturer narrative:
Fse cleaned the gravity sump due to an unidentifiable growth causing a clog in the canister. (B)(4).